Event description:
A malfunction alarm, identified by code "malf 16," was reported, and the issue could not be reset. There was no reported impact to the customer's blood glucose level. Technical support arranged to replace the pump and instructed the customer to switch to an alternate method of insulin delivery using multiple daily injections (mdi). The customer was guided on how to put the pump into storage mode and agreed to return the faulty pump using a pre-paid shipping label within 10 days.